Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No device or operative record was received. Provided x-rays were reviewed which demonstrated metal on metal appearance of the medial compartment suggesting poly wear and small metallic fragment within medial soft tissue suggested implant disassembly or fracture. However, this cannot confirm a revision has been performed or if the patient is symptomatic. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown tibial tray, unknown femoral component. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04853, 0001825034 - 2019 - 04854.

Event description:
It was reported that the patient has been indicated for a revision due to unknown reasons. Attempts have been made and no further information has been provided.